Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a high glucose reading of 322 on a dexcom g7 over approximately two hours while using an ilet system with an inset infusion set placed on the abdomen, with the patient noting recent swings in glucose levels; the device-related problem and component could not be determined due to insufficient information. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available and that the medical device problem and implicated component could not be established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.